Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a hemorrhoid pexy procedure, the device was fired and left a gap in staple line. The surgeon oversewed and complete the closure by hand with suture. There was no injury to the patient.